Manufacturer narrative:
The technician found the slingbar bolt was broken when he investigated the lift. Hill-rom states in universal slingbars instruction guide, 7en160185 rev. 4, that the user shall always check that the lifting accessory hangs vertically and can move freely before using the slingbar. For safety, the load must be applied to all slingbar hooks on the slingbar during the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician will replace the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient was starting to be lifted off a CT scanner when the slingbar broke. The lift was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).